Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. (B)(4)

Event description:
A healthcare professional reported that during a cataract procedure it was noticed that the sleeve was not a good fit in with the incision and tip. This resulted in movement of the sleeve as the handpiece moved. The reporter indicated that the issue didn't require any corrective action and the procedure was completed as normal. No patient harm occurred. Additional information has been requested and received.

Manufacturer narrative:
This is the third complaint reported for this finished goods lot; however the first for this issue. Review of the device history record indicates the order was built to specification. The customer did not retain a sample for this complaint report; visual inspection or functional testing could not be conducted. The root cause of the customer's complaint could not be established as a sample has not been received. Without a sample, it is not possible to isolate the root cause. After a thorough investigation of this complaint, it has been determined that no action will be taken at this time as a sample was not returned. Quality assurance will continue to monitor customer complaints via the complaint review meetings, and will take action for any future occurrences as is deemed necessary. Consumables manufacturing management has been made aware of this complaint through the consumer affairs review meeting. The manufacturer internal reference number is: (B)(4).